Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2a7rf, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported that they had lead revision on friday to re-adjust the lead because it was sticking out from under the skin, the lead was not laying down and popping out but not coming through the skin. This problem had been going on since implant. Yesterday, the patient encountered the internal device data lost message. Patient services reviewed the meaning of internal device data lost message. It was likely this occurred due to lead revision surgery. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.